Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump was not working and button was stuck. Customer was just sitting down when it started buzzing and it would not unstuck. Customer stated they did press a button down for 3 minutes or longer. Customer was not able to clear the alarm. No harm and requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response during testing due to corroded keypad traces. No blank display noted. However, unable to perform displacement test or test for currents due to intermittent button response.